Manufacturer narrative:
(B)(4): device not yet recieved by manufacturer.

Manufacturer narrative:
This report is filed february 28, 2014.

Event description:
Per the clinic, the patient experienced poor performance with the device; however the issue could not be resolved.the device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.